Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was programmed neo instead of adult, alarms turned down and had an error code of mo. The patient died.